Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading at the time of the call was 91 mg/dl. The customer also noted that he had been having low blood glucose readings in the 60 mg/dl range, with one going as low as 45 mg/dl. He observed that he started having low readings since he started using the device. The insulin pump had issues with its audio; he said he could not hear the tone and the pitch was off. He complained of discomfort throughout the day while using the insulin pump. He stated that he suffered from pancreatic surgery as well. He declined troubleshooting for the issue, since he wanted to see his doctor first. He believed that he may have more insulin produced by his pancreas than previously estimated. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.